Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and acute kidney injury (aki) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. Reportedly, the customer left the hospital against medical advice. No additional information was provided.